Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation. (B)(4).

Event description:
It was reported that the patient awoke with a large swollen, deformed knee with drainage from surgical site. An irrigation and debridement was performed with an exchange of the tibial baseplate and poly.